Event description:
It was reported to gore the stent wire fractured during off-label removal of the gore® viabil® biliary endoprosthesis. The device was removed with no complications to the patient.

Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible.